Manufacturer narrative:
H2) additional information was added to a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure had an hour delay.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to pass registration during a fess case. Site was attempting touch registration with 4 points. Registration failed across multiple attempts with no registration accuracy being shown. After 2 attempts the site was able to achieve satisfactory registration with a 1.3mm accuracy.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(6), h3: a software analysis was initiated. Reviewed the case details. According to the case description, the site was unable to pass reg istration during fess case. When site attempting to touch registration with 4 points, registration failed across multiple attempts. However, as per troubleshooting information, technical services (ts) suggested to use 3-point trace registration, after 2 attempts the site was able to achieve a satisfactory registration with an accuracy metric of 1.3mm. Based on the information provided, changing the registration type from touch to 3-point trace resolved the issue, this does not appears to be an issue with the sw. H6: b01, c19 and d14 apply to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that based on the information provided, changing the registration type from touch to 3-point trace resolved the issue, this did not appear to be an issue with the software. The case details were reviewed. According to the case description, the site was unable to pass registration during functional endoscopic sinus surgery (fess) case. When site attempting to touch registration with 4 points, registration failed across multiple attempts. However, as per troubleshooting information, the technical services (ts) suggested to use 3-point trace registration, after 2 attempts the site was able to achieve a satisfactory registration with an accuracy metric of 1.3 millimeters (mm). Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.